Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with librelink application unknown phone with unknown operating system version. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness. As result, the customer was unable to self-treat and was administered third party treatment of glycogen injection and glucose gel. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported signal loss with the freestyle librelink application. Successfully scanned and received glucose readings using similar device configuration. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with huawei nova 10 phone with unknown operating system version, app version 2.10.1. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness. As result, the customer was unable to self-treat and was administered third party treatment of glycogen injection and glucose gel. There was no report of death or permanent impairment associated with this event.